Event description:
A home pt (hp) experienced an electric shock while touching the off/on power switch on the homechoice pro cycler. The hp initially contacted baxter's technical service center concerning a drain bag leak. In troubleshooting with the technician, the hp noted the drain bag leaking at the end of therapy and while attempting turn the power switch off to power down the homechoice pro device, received an electric shock. The hp's spouse also attempted to power off the homechoice pro device and experienced an electric shock. The hp felt they had a burn on their hand after experiencing the electric shock. The device was turned off using an inanimate object and arrangements were made to replace the homechoice device. The cc reported that the hp's finger felt numb and had a visible small white line for a few days after the incident. According to the cc, there was no injury to the hp's spouse and no medical treatment was sought by either the hp or spouse.